Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: correction is being made to previously submitted g3 - date received by manufacturer which was not late. The correct date was aug/06/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Since the subject device was not returned to legal manufacturer, the reported event could not be confirmed neither the condition of the device. However, based on the results of the investigation from the information obtained, the suggested event could have occurred because the user inadvertently forgot to attach mh-553 to the electrical connector, which led to the damage of the device. The event can be detected and prevented by following the instructions for use: reprocessing manual 3.1 required reprocessing equipment olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colono videoscope was reprocessed incorrectly. The user reprocessed the scope without the leakage tester cap. The issue was found during reprocessing and there was no patient involvement.